Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Gastric adenocarcinoma. What color cartridges were used and at what anatomical location? Gst60w. What was the product code or cartridges (gst or ecr)? Gst. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire on one continuous firing stroke? Unk. Were any staple formation issues noted throughout the care of patient? Unk. What is the current patient status? The patient is in coma. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide an update to current patient status.

Event description:
It was reported that during the laparoscopic distal gastrectomy b2, jejunojejunal side-to-side anastomosis was performed 15 cm below the gastrointestinal orifice, and the suture was used to oversew. No bleeding was observed during the operation. Next afternoon of the operation, the drainage tube showed massive bleeding, with the bleeding volume of more than 1000ml. Conservative hemostasis treatment was performed, and the patient became unconscious at the later stage. No bleeding was found during colonoscopy later. The patient is still in hospital now.

Manufacturer narrative:
(B)(4). Additional information requested and received: please provide an update to current patient status. The patient is unconscious and in hospital now.